Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported a broken piece on the lip of the reservoir compartment of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window.